Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console had intermittently generated a gas loss in iab circuit alarm since the iab had been placed. There was no blood seen in the tubing and no alarm at the time of the call. The patient was stable and insertion was noted to be femoral. The getinge representative explained the alarm and the possible causes. The customer was advised on steps to take if the alarm were to occur again such as an iab fill, decreasing augmentation, and considering a chest film to confirm iab placement. Two hours later, the customer called back with the same alarm occurring. It was noted that the alarm had occurred again four times and the customer had been pressing the "fill" key. There was no blood in the tubing. The customer was advised to drop the augmentation several bars in an attempt to lessen the frequency of the alarm. The customer was also awaiting chest x-ray results. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).